Manufacturer narrative:
No procedure delays or cancellations resulted from the reported event. The user facility stated that the employee did not seek or receive medical treatment following the event. The synergy washer operator manual states (pp. 1-2), "to prevent slips, keep floors dry. Promptly clean up any spills or drippage. For spills or drippage of detergents or other chemicals, follow safety precautions and handling procedures set forth on detergent or chemical label and/or material safety data sheet (msds)". During the time of the reported event, the basket stopper was not positioned in the washer correctly which caused the washer door to improperly seal during the wash cycle and leak water onto the floor. The instruments in the washer were reprocessed prior to use. A steris service technician arrived onsite to inspect the washer and found that the basket stopper was worn and improperly positioned in the washer. The technician replaced the basket stopper, ran a test cycle, and confirmed the unit to be operating properly. No additional issues have been reported.

Event description:
The user facility reported an employee slipped on water that leaked from their reliance synergy washer.